Event description:
Country of origin: (B)(6). When the surgeon removed the screw from driver after inserting the screw (l4, 5plif, l5), polyaxial insert came off. As the procedure, after probing, tap was conducted, and then, screw was inserted. Screw was exchanged to new one which has same size and the surgery was finished without any problem. Surgery delayed approximately 15 mins.

Manufacturer narrative:
Ur reporting agent notified on (B)(4) 2015. Manufacturing site eval: the received screw does not display any marks that would indicate improper insertion of the driver. The reason for disassembly is not know. Manufacturing documentation reviewed and no deviations found.